Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as peritoneal infection. The peritonitis was manifested by fever, vomiting, abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized and began treatment with cephalosporin for the event. At the time of this report, the patient remained hospitalized. The patient outcome was reported as "overall condition improving gradually". Action taken with pd therapy was not reported. The reporter declined to provide additional information.